Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that the patient experienced a transient ischemic attack. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. At some point during the procedure, a cardiac perforation occurred, and the patient was sent to the intensive care unit. The patient recovered and was discharged. Six (6) years post procedure the patient experienced a transient ischemic attack. The patient noted that they recently stopped taking plavix and was now only taking aspirin.

Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted.